Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received three sensor errors every 10 minutes for the past half hour. Customer's sensor glucose reading was 70 mg/dl but his blood glucose level was 49 mg/dl. He corrected his low blood glucose level. The insulin pump alarmed calibration error. The customer's site was irritated and itchy. The test plug procedure passed. The sensor was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.